Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 13-mar-2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Fse discussed with the customer and verified the reported 706 syringe-l error. Fse instructed the customer to properly clean the large syringe lead screw. The customer then ran quality controls (qc) and patient samples. All results were with acceptable range and the error cleared. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through the awareness date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp. Reset. The most probable cause of the reported event was due to dirty large syringe lead screw.

Event description:
On (B)(6) 2018, a customer reported getting message 706 syringe-l error on the g8 instrument. Technical support specialist (tss) advised the customer to replace the sample needle, ensure the syringes are moving smoothly, and no debris is present. The error, however, persisted on the instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.